Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that flat panel detector was faulty. The customer declined the service request sent for philips evaluation and repair service. As the customer decline the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flat panel detector was faulty. No harm was reported to philips. Philips has started an investigation of this complaint.